Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's levels had been as low as 33mg/dl. The customer's levels went up to 213mg/dl. The customer declined to troubleshoot for the lows.